Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited cassette issues, over-infusing for volume and motor sounds rough. No adverse effects reported.

Manufacturer narrative:
Other text: b5: additional information received and attached from customer via email dated (B)(6) 2021: the event occurred during testing. There was no patient involvement. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal label was missing, scratches and cracks found on lcd lens screen. The customer stated problem was duplicated. The customers problem was confirmed in that at least one of three delivery accuracy tests performed was over delivering / outside of the manufacturing specifications. Unable to duplicate motor running rough". The pumps expulsor was replaced in order to bring the delivery into more nominal of a range. A full standard service was performed including greasing. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.